Event description:
It was reported that the patient presented to the clinic with symptoms of anxiety and possible diaphragmatic stimulation. Upon interrogation, the right atrial lead exhibited loss of capture. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced. The procedure was completed successfully and the patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.